Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device had produced an incomplete mesh closest to the gears. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was june 12, 2017 where it was reported that the device produced an incomplete mesh and the roller, worn bushings, worn side plates, and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on august 25, 2017 revealed that the roller gear and shoulder bolts were damaged on the device. The calibration was within specification and the test cut passed with our test cutter. The 1.5:1 ratio cutter, serial number (B)(4) did not produce a passing sample mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 25, 2017 which included replacement of the gears and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device had produced an incomplete closest to the gears.¿ was non-verifiable since during the initial inspection the technician could not reproduce the reported event; however it was noted that the gear and shoulder bolts were damaged and also the cutters produced incomplete cuts. The root cause of the reported event could not be specifically determined since the technician could not reproduce the reported event; however it was noted that the gear and shoulder bolts were damaged and also the 1.5:1 ratio cutter produced an incomplete cut. The issue was resolved by replacing the gears and damaged hardware. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had produced incomplete mesh closest to gears. The reported issue occurred during meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.